Manufacturer narrative:
Correction: f10 coding to include pain.

Event description:
It was reported that due to the cuff going into the urethra and tore the urethra. The patient had pain and urine leakage that led up to the discovery of the erosion. The erosion was located on the bulbar urethra (cuff location.) The erosion was associated with the cuff and the physician thinks that the cause of the erosion could be that cuff could be too tight and "stimulate into the bulbar urethra. The patient had his artificial urinary sphincter (aus) cuff removed. A new artificial urinary sphincter 4.5 cm cuff component was rei-"implanted" on (B)(6) 2020. The patient was stable following the procedure and the event resolved.

Manufacturer narrative:
Correction: f10 coding to include pain. H3 device evaluation. The ams 800 occlusive cuff was visually inspected and microscopically examined. A pinole tear was found during the leak test. Analysis indicated the pinhole in the cuff shell is due to sharp instrument damage that is consistent with explant. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would effect the functionality of the device.

Event description:
It was reported that due to the cuff going into the urethra and tore the urethra. The patient had pain and urine leakage that led up to the discovery of the erosion. The erosion was located on the bulbar urethra (cuff location.) The erosion was associated with the cuff and the physician thinks that the cause of the erosion could be that cuff could be too tight and "stimulate into the bulbar urethra. The patient had his artificial urinary sphincter (aus) cuff removed. A new artificial urinary sphincter 4.5 cm cuff component was re-implanted on (B)(6) 2020. The patient was stable following the procedure and the event resolved.

Event description:
It was reported that due to the cuff going into the urethra and tore the urethra, the patient had his artificial urinary sphincter (aus) cuff removed. It was further reported that the patient had pain and urine leakage that led up to the discovery of the erosion. The erosion was located on the bulbar urethra (cuff location.) The erosion was associated with the cuff and the physician thinks that the cause of the erosion could be that cuff could be too tight and "stimulate into the bulbar urethra.

Event description:
It was reported that due to the cuff going into the urethra and tore the urethra, the patient had his artificial urinary sphincter (aus) cuff removed. It was further reported that the patient had pain and urine leakage that led up to the discovery of the erosion. The erosion was located on the bulbar urethra (cuff location.) The erosion was associated with the cuff and the physician thinks that the cause of the erosion could be that that cuff could be too tight and "stimulate into the bulbar urethra.

Manufacturer narrative:
Device not returned for evaluation.